Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to open. A field service engineer (fse) found that the remote manager was constantly failing, as reported by the customer. The customer stated that the refrigerator door latch did not align with the hasp, requiring them to slam the door, and at times the remote manager would not beep or unlock when attempting to inventory or retrieve medications. Upon arrival, the fse checked the hasp alignment and noted that the refrigerator was sagging and loose. The customer maintenance team planned to repair the refrigerator door. The fse replaced the latch and harness and tested the remote manager in the hardware test application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed to open and had hardware failure. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.